Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a retrospective review of applied medical's customer feedback data received between october 02, 2014 - june 01, 2016. The reviews ensured that past reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: "hysterectomy - total laparoscopy" sealing performance- smoke - same as previous procedure. More smoke production than normal. Sealing performance -hemostasis - this uterus was very big and very vascular. Again there was a big amount of bloodloss. Both specialists could not say whether it was the product, the patient or both, who caused this bloodloss. Surgeon wants to evaluate the voyant one more time during a tlh. In case there is more blood loss than normal, she does not want to proceed. Patient status: unk.